Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a gastric cancer patient underwent for a venous port implantation procedure using powerport isp MRI. In post port placement, the port base allegedly found that the fluid flow was not smooth. And it was further reported that repeated pre-flushing attempts were failed. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp m.r.I implantable port kit was received for evaluation and two electronic photos were provided for review. The photo shows the one sealed product tray containing one port with kit components. No anomalies were observed. Gross visual, microscopic, tactile, functional evaluations were performed. Both the port body and the catheter were patent to both infusion and aspiration without issue. No leaks were observed. The flow rate was noted to be normal during the infusion test performed. Therefore, the investigation is inconclusive for the reported difficult to flush, suction and obstruction of flow as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a gastric cancer patient underwent for a venous port implantation procedure using powerport isp MRI. In post port placement, the port base allegedly found that the fluid flow was not smooth. It was further reported that repeated pre-flushing attempts were failed. The procedure was completed by replaced with another device. There was no reported patient injury.